Event description:
The manufacturer received information that the customer stated that her device is displaying the service required error message. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned. Customer complaint was reproduced. Error codes were found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 04/06/2026. The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. During the investigation, pil observed: a dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be burn marks, likely due to thermal damage of the pca, were observed on the ui display bezel and ui ribbon cable. The q3 component on the pca was observed to have thermal damage to it, and possible corrosion was observed on the pca, both likely due to liquid ingress to it. Section g3 and h6 have been updated in this follow up report. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.